Event description:
It was reported that the device was interrogated in the box and found to be at elective replacement indicator (eri.) Therefore the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).